Event description:
It was reported that at 100 joules of use during a prostate procedure, the output beam of the surgical fiber began to flutter (pulse/blink) and the laser system kept going into standby mode. The fiber was replaced and the procedure completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes for fiber and cap refer to the results code for thermal problem. Fiber analysis: the fiber glass cap was found to be fractured and partially broken; the glass cap/fiber proximal to the fracture was found to rotate independently of the metal cap. Charring of the metal cap and devitrification at the cap output window were also observed. There was no indication or report of any part of the device remaining inside the patient. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing (fluttering) beam and/or the system would be placed into standby mode. The fractured glass cap may also cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.